Event description:
Consumer reported complaint for error message (e-3). Customer is using discontinued and expired product. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2022 she had not been feeling well, she had diarrhea and chills. Customer stated she had tried to test using the true result meter and had obtained e-3 error. Customer stated she ate a banana and some other fruit, and she started to feel better. Customer stated she had contacted her doctor regarding her symptoms, and he scheduled an appointment for tomorrow, (B)(6) 2022. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 05/31/2015. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number:(B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes. Meter and test strips were not returned for evaluation as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had gone to the scheduled doctor's appointment on (B)(6) 2022. Customer stated that doctor did not give her a diagnosis, he sent her blood work and will contact her when they have the results. Customer was going to work and did not have time to complete call. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.